Event description:
It was reported that the pt underwent a two-level acdf using anterior fixation. The pt complained of increased axial neck pain at the 6 week post-op visit. At the 3 month post-op visit, pt reported symptoms had worsened. MRI showed no evidence of adjacent level failure and CT showed good early bone consolidation. At 6 months post op visit (9 months post op), the x-rays showed broken screws at the c5. A collar and bone stimulator was ordered for the pt. There exists a possibility of revision surgery in future.

Manufacturer narrative:
The plate and screws remain implanted. Product return is not possible at this time. The post op x-rays were reviewed. It was confirmed both screws at c5 broke. It appears there was excessive subsidence of the graft. This caused the load to be shifted to the plate and screws.